Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with foreign matter. It was stated ¿the syringe has contamination around the top of the plunger. The syringe is available for inspection.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
One physical sample in a sealed package and two pictures samples were received for evaluation by our quality engineer. Upon examination of the provided samples, foreign matter was observed on the plunger of the syringe. The foreign matter was not embedded into the plunger, therefore, the foreign matter was not a result of a molding defect. A device history record review showed no anomalies during the production of the provided lot number that could have contributed to the observed/reported defect. Equipment within the manufacturing line is cleaned each shift to reduce the risk of foreign matter introduction. Final products are sampled and subjected to visual and functional inspections. As no issues could be identified related to manufacturing, a definite root cause could not be determined. Equipment of manufacturing line is regularly cleaned according to procedure. Based on acceptable results for manufacturing process and retained samples, it was decided that no CAPA is required.